Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the ez45g instrument closing trigger would not move. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.